Manufacturer narrative:
Calibration signals were higher than expected. Qc was acceptable. The customer used 13 mm sample tubes with no rack adapters. And used a clotting time of 20 minutes. The clotting time should be at least 30 minutes. And rack adapters should be used with 13 mm tubes. The fse replaced the instrument joint. After the service visit, the customer had no further issues. The specific cause of the event could not be determined. However, the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The instrument produced liquid level detection (lld) alarms. The field service engineer (fse) identified a leak on an instrument joint. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. On (B)(6) 2021 patient 1 initial result was 41.56 miu/ml with a data flag. The repeat result was < 0.100 miu/ml with a data flag. The repeat result was believed to be correct. On (B)(6) 2021 patient 2 initial result was 118.3 miu/ml with a data flag. The sample was repeated twice with results of 156.7 miu/ml with a data flag and 6.61 miu/ml with a data flag. Patient 2 typically has hcg + b results around 10 miu/ml. No questionable results were reported outside of the laboratory. The hcg + b reagent lot number was 454060 with an expiration date of may-2021.